Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23730. It was reported the patient's scs system was explanted on an unknown date due to lead migration and ipg not taking charge. No additional information is known at this time.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.